Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Bg was addressed by consuming glucose tablets. Tandem technical support conducted systems check and the pump was functioning as intended.